Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A verification of failure mode reported in the current manufacturing process was conducted from the current production p/n ae05ml auto endo5 ml lot# 73f1800590, samples were functionally inspected and the issue reported clips not loading properly was not observed in the current manufacturing process the clips were loaded, closed and released correctly. Two lot numbers were reported in the complaint. First not number auto endo5 ml lot #73h1700835 device history review investigation did not show issues related to the complaint. Second lot number auto endo5 ml lot #73a1800605 device history review investigation did not show issues related to the complaint. Other remarks: corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic cholecystectomy, the user ligated the patient's artery with a clip but it remained stuck in the jaws of applier and the physician was not able to open the jaws. The user moved the applier back and forth and finally detached the clip from the jaws. The user fired the next clip but it was loaded at a slant to the jaws. There was no patient injury.